Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. The reported issue was due to the infusion set. Tandem does not manufacture infusion sets.

Event description:
It was reported that the customer experienced elevated blood glucose levels. Customer changed the infusion site, and reportedly, blood glucose levels have stabilized. Customer was unable to provide infusion set manufacturer, and declined any further troubleshooting.